Event description:
It was reported that during a prostate procedure, excessive fiber life was observed then it went to end firing at 31536 joules. The procedure was completed with a second fiber. No injury to patient reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.